Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) was out of specification as there was liquid damage inside the device and corrosion. The epg failed an incoming test displaying an unable to boot error code. The epg will be scrapped as repair cost was beyond the economic value of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.